Manufacturer narrative:
A DHR review was conducted for the acist single-use manifold kit, model bt2000, lot 29823n; and acist angiotouch hand controller kit, model at-p65, lot 32023f. There were no quality issues or deviations during the manufacturing of these lots. This report is closed.

Event description:
User facility reported that the patient was in the cardiac cath lab for an out patient left heart cath procedure. Femoral access obtained by provider with 5fr sheath without complications. Left main selectively engaged. A test injection of approximately 2ml - 3ml of contrast was completed, and during this test injection, there was a sluggish flow in both the left anterior descending artery (lad) and circumflex arteries. The patient started experiencing chest pain immediately after the first injection, st elevation, bradycardia/asystole, and hypotension. Code blue was called. The patient expired after much efforts to resuscitate. Unknown cause for deterioration in patient's condition. Note: the person reporting the complaint stated that there were no air column detected message displayed by the cvi injection system and no air embolus reported.

Manufacturer narrative:
D4: acist single-use manifold kit, model bt2000, lot 29823n; acist angiotouch hand controller kit, model at-p65, lot 32023f. H3: the acist angiographic injection system, model cvi, system serial number (B)(6), was received for evaluation on march 7, 2024. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. The cine-angiograms taken during the event will not be returned to acist. The consumable kits used during the event were discarded by the user facility, but the lot numbers were provided. The device history records of the consumables used during the event will be provided in a follow-up report.